Event description:
It was reported that the device misinterpreted ventricular tachycardia (vt) as a supraventricular tachycardia (svt). No therapy was withheld; reprogramming was anticipated to resolve the event. No intervention was performed. The patient was stable and there were no adverse consequences.